Event description:
It was reported that a package of 100 syringes s2 10ml 22ga 1-1/4in bd china were found mixed in with the box of 20 ml syringes before use. The following information was provided by the initial reporter, translated from chinese to english: "the equipment teacher found that a package of 10ml syringes was put in a box of 20ml syringe".

Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 1903266 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, one picture sample was returned for evaluation by our quality engineer team. Through examination of the picture sample, the shelf carton revealed signs of discardit 10ml syringes and discardit 20ml syringes. The packaging machines for each of these discardit syringes are managed by the same operator. An error must have occurred in which the operator accidentally introduced a package from one packaging machine line to another packaging machine line. Based on the preventive measures in place, we believe this was an isolated incident was an unlikely recurrence.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a package of 100 syringes s2 10 ml 22ga 1-1/4 in bd (B)(6) were found mixed in with the box of 20 ml syringes before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the equipment teacher found that a package of 10 ml syringes was put in a box of 20ml syringe".